Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter phone: (B)(6), reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that entrapped on guidewire occurred. The stenosed target lesion as located in the left lower extremity venous thrombosis. An angiojet zelante was selected for use. During the procedure, the aspiration catheter became entangled with the guidewire, preventing withdrawal over the guidewire. Both the catheter and guidewire were removed from the patient, and a new catheter was used to complete the procedure. There were no patient complications as a result of this event.